Event description:
Call from sales rep, in late 2008, who stated this event took place several months ago. He stated no injury. Since event was so long ago, he or the staff didn't know if implant was left in or explanted. He stated that he knew it was used in a podiatry case where the dr is experiencing a learning curve regarding using the tap prior to implant and he was in the process of user education. MFR comment: we decided to report this case although no injury to the pt was reported, because the fate of broken implant is unk (whether left in or explanted) and we did not get pt f/u info. It is unlikely that we receive additional info from the hosp, since report was not made in timely manner. F/u report will be sent, if additional info is received.

Manufacturer narrative:
The MFR has undertaken a review of mfg and complaint history records for this lot. The mfg records for lot s0003191 were found to be in compliance with the requirements. Results of the mechanical tests (tensile & torsion strength) of the final devices from this lot were well above the minimum acceptance limits. This is the only complaint received for lot s0003191.